Event description:
It was reported that during meniscus repair surgery, after both implants of the fast-fix 360 were already fixed, first t got out of the capsule while applying tension. The procedure was completed without significant delay (2 minutes) using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported fast-fix 360 reversed curve needle delivery system, used in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t1 pulled free from the capsule. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological changes in the soft tissue that would prevent secure fixation. The instruction for use outlines precautionary statements and instructions in during deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.